Event description:
It was reported that during the infusion process, the patient complained of swelling and pain in the left upper arm. A swelling of about 5cm-7cm was seen on the left elbow crease. He reported to the doctor and underwent ultrasound of the left upper limb artery + deep vein (color ultrasound) and chest x-ray localization examination, which showed: local no thrombosis occurred. The PICC catheter (inserted on (B)(6) 2023) was in place. After the infusion treatment was continued for 5 minutes, the patient complained that the swelling in his left arm was worse than before, and blood oozing was seen at the puncture point. The catheter was flushed and slowly after extubation, a break was seen at the 30cm mark of the PICC catheter. The catheter will be removed after communicating with the patient and family.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.